Event description:
Customer reported that his pump's charging port was damaged, making it difficult to charge. There was no adverse impact to the customer¿s blood glucose level. Customer opted not to troubleshoot the problem with technical support and was in the process of obtaining a new pump through insurance.